Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed incoming functional testing, however, it was noted a recent error appeared in the programmer error logs which confirmed a boot issue did occur. Analysis found white spots on right side of display; lcd (liquid crystal display) found out of electrical specification. Analysis also found the display slowly dropped; lower hinges found out of mechanical specification. Tabs on power cord door and left keyboard hinge were broken. (B)(4).

Event description:
It was reported that the programmer would begin to boot up, but then would shut itself down. It was further noted the programmer was making noise. The programmer was returned for service. There was no patient involvement.